Event description:
Male resident was receiving his shower via shower chair and assistance of cna. Bottom portion of shower chair came apart causing the resident to fall backwards. He landed on the tile floor, sustaining a 2 cm. Laceration to the back of his skull requiring transfer to the hospital where he received three staples to shut the wound, and remained overnight for observation. Dates of use: 1999 - 2008. Diagnosis or reason for use: to assist in the showers of residents. Event abated after use stopped or dose reduced?: yes. Event reappeared after reintroduction?: no.